Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the pt was explanted due to an epidural hematoma. The pt was paralyzed from the chest down so the physician explanted the system but did not feel that it was procedure or device related. The incision location for the paddle lead became infected. The physician cleaned the wound and placed the drain. The pt's legs are swollen due to inactivity. During the wound cleaning procedure the physician did not see anything pressing the spinal cord. The physician expects the pt to walk after her physical therapy.